Manufacturer narrative:
Patient demographics such as date of birth, and weight were not supplied by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the stay pin in the wash valve rotor that fastens the ceramic disk to the rotor shaft was loose. The fse replaced the wash valve rotor. After the repairs were completed all verification testing passed within published performance specifications. A loose stay pin in the wash valve rotor will cause improper sample washing which would be manifest as an increase in system imprecision, failing system checks, and non-reproducible patient sample results. In conclusion, the cause of the non-reproducible access accutni+3 and access ck-mb results is due to a hardware malfunction.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) and creatine kinase m sub-unit/b sub-unit (access ck-mb) results in association with the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The sample from the patient was retested using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a lower access ck-mb result, above the laboratory's normal reference range, was obtained. The sample was retested a second time using the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower access accutni+3 and access ck-mb results, within the laboratory's normal reference range, were obtained. The customer stated the initial non-reproducible access accutni+3 result and the first access ck-mb repeat result were reported out of the laboratory. The customer stated the patient was transferred to an alternate facility in association with the non-reproducible access accutni+3 and access ck-mb results. The customer reported receiving a wash valve pump motion error and subsequently performed a system check that failed to meet the published performance specifications. The sample was collected in a serum gel separator tube. The sample was centrifuged for seven (7) minutes at 3500 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.